Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine the sliced the (non-fresenius brand) bloodlines during patient treatment. Additional information was obtained during follow-up. The machine, a fresenius 2008t machine, alarmed appropriately with a venous pressure alarm approximately 2 hours after the initiation of treatment which alerted staff to the event. Upon inspection blood was observed dripping from the blood pump of the machine. There was no defect or damage noted on the supplies prior to the event. No leaks or issues were encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The biomed stated during followup that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t hemodialysis (hd) machine the sliced the (non-fresenius brand) bloodlines during patient treatment. Additional information was obtained during follow-up. The machine, a fresenius 2008t machine, alarmed appropriately with a venous pressure alarm approximately 2 hours after the initiation of treatment which alerted staff to the event. Upon inspection blood was observed dripping from the blood pump of the machine. There was no defect or damage noted on the supplies prior to the event. No leaks or issues were encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The biomed stated during followup that the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determined that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed.